Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified communication error alarm occurring during patient treatment with continuous renal replacement therapy (crrt) while using a prismaflex control unit and an unspecified type of prismaflex filter set. To resolve the issue, the patient¿s treatment was terminated without blood restitution. There was no patient injury or medical intervention associated with this event. No additional information is available.